Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during a tonsillectomy, two evac coblator wands' wires broke while being used outside the patient. The procedure was completed with a delay of 30 minutes or less using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. The electrode has two wires detached. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The complaint was confirmed. Factors that could have contributed to the reported event include: hitting the device tip against a hard surface. Using the device as a lever to enlarge surgical site. Mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.